Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the patient underwent surgical procedure on (B)(6) 2020, wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
Correction: updated patient code and device code

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient the external charger could not hold a charge, therefore the patient stopped charging for about a year ago. In turn, the ipg is scheduled to be replaced. No further information is available at this time.